Event description:
Red light on, filter has black spot dlr not sure if it has to do with the breaker in customer's home was thrown. Unit was being used first time has 26 hours. No further patient information. Patient had unit for four days. Unit belongs to dlr.